Event description:
The customer returned loaner device evis lusera colonovideoscope with poor air/water supply. During inspection and evaluation, there was foreign matter in the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint with poor air/water supply was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material was unable to be specified. Based on the obtained information, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. The event can be prevented by following the instructions for use which state: 1. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 2. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. In addition, the following non-reportable malfunctions were found during the device evaluation: due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of specification, several chips, cracks and scratches throughout the device, suction cylinder is shaved, control unit has discoloration, electric-connector has discoloration due to water leakage, and due to damage on charged coupled device unit, the image has white dots, olympus will continue to monitor field performance for this device.